Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 539 mg/dl. The insulin pump had alarmed for no delivery. The customer was treated with an insulin drip. He had been wearing the insulin pump at the time of the event. The alarm had occurred during the manual prime due to kinked tubing, and the alarm had been resolved by changing the infusion set. The insulin pump was not replaced or returned.